Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("she has 2 coils in her left fallopian tube and 0 coils in her right tube" on (B)(6) 2017). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure to be removed). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: insertion date reported: (B)(6) 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("she has 2 coils in her left fallopian tube and 0 coils in her right tube" on (B)(6) 2017). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure to be removed). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: insertion date reported: (B)(6) 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-mar-2023: upon receiving an internal review, it was confirmed that cases (B)(4), ((B)(4)) and (B)(4), ((B)(4)) are duplicates of each other. All the information from deleted duplicate case (B)(4) to transferred the retention case (B)(4). Event medical removal was transferred from deletion case. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure coil is identified in the left posterior myometrium") and device dislocation ("mal-positioned essure coils/no right essure wire is present") in a 29 year-old female patient who had essure inserted (lot no. Cs000xh, e36582) for female sterilisation. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("she has 2 coils in her left fallopian tube and 0 coils in her right tube"). The patient had a medical history of ovarian cyst, fibroids, leiomyoma, pelvic pain, menorrhagia, obesity, dyslipidemia, dysmenorrhea, heavy periods, leukocytosis, abdominal pain, type 2 diabetes mellitus, parity 3 and multi gravida. Previously administered products included: mirena. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required) and device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, n/a abdomen laparoscopy). At the time of the report, the outcome of embedded device was unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: insertion date reported: on (B)(6) 2017. Discrepant information: in this follow-up cycle essure start date was reported as on (B)(6) 2017, however it was entered in argus as on (B)(6) 2017. Discrepant information: device use issue occurred on (B)(6) 2017 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.282 kg/sqm. [Biopsy endometrium] on (B)(6) 2018: h pathology returning a proliferative endometrium with no evidence of hyperplasia or malignancy [hysterosalpingogram] on (B)(6) 2017: fl hysterosalpingography indication: follow-up essure coil placement findings: on the scout image, two essure coils are identified in the left hemipelvis. The uterine cavity has a normal contour. Multiple round mobile filling defects are noted consistent with air bubbles. There are two essure coils present within the left fallopian tube. There is no flow of contrast beyond the coils. The right fallopian tube is patent with free spill of contrast into the peritoneal cavity. No essure coils are noted within the right fallopian tube. Impression 1. Two essure coils are present within the left fallopian tube. The left fallopian tube is satisfactorily occluded. 2. Patent right fallopian tube. [Pathology test] on (B)(6) 2018: specimens a uterus & cervix with fallopian tube(s) clinical information submucous leiomyoma of uterus final diagnosis. A. Uterus and fallopian tubes, laparoscopic hysterectomy (182 g) and bilateral salpingectomy: cervix: no histopathologic alterations. Endometrium: proliferative endometrium with no evidence of hyperplasia or malignancy. Small endometrial polyp. Myometrium: adenomyosis and intramural leiomyomas. Serosa: no histopathologic alterations. Bilateral fallopian tubes: benign paratubal cysts. Additional findings: essure coil. Gross description only. Gross description: an essure coil is identified in the left posterior myometrium (1 cm in length), extending into the left fallopian tube stump (possibly 2 coils in the fallopian tube lumen). [Ultrasound pelvis] on (B)(6) 2017: indication: abdominal pain rlq, leukocytosis impression: 1. Negative CT for acute abnormality. Normal appendix. 2. Interval placement of a left essure wire. No right essure wire is present [ultrasound scan] on (B)(6) 2018: showed a complex cyst of the left ovary 111 suspicious for corpus luteum, nonspecific heterogeneity of the anterior uterine wall may represent uterine fibroids or adenomyosis and a small amount of endometrial fluid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device and device dislocation. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical device removal was updated to embedded device and device dislocation, reporters, medical history, lab data, patient information, lot no., insertion date, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("she has 2 coils in her left fallopian tube and 0 coils in her right tube"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure to be removed). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: insertion date reported: (B)(6) 2017. Discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2017, however it was entered in argus as (B)(6) 2017 discrepant information: device use issue occurred (B)(6) 2017 00:00. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: essure's date implanted updated from (B)(6) 2017 to (B)(6) 2017. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure coil is identified in the left posterior myometrium") and device dislocation ("mal-positioned essure coils/no right essure wire is present") in a 29 year-old female patient who had essure inserted (lot no. Cs000xh,e36582) for female sterilisation. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("she has 2 coils in her left fallopian tube and 0 coils in her right tube"). The patient had a medical history of ovarian cyst, fibroids, leiomyoma, pelvic pain, menorrhagia, obesity, dyslipidemia, dysmenorrhea, heavy periods, leukocytosis, abdominal pain, type 2 diabetes mellitus, parity 3 and multi gravida. Previously administered products included: mirena. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced embedded device (seriousness criteria medically important and intervention required) and device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, n/a abdomen laparoscopy). At the time of the report, the outcome of embedded device was unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: insertion date reported: (B)(6) 2017 discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2017, however it was entered in argus as (B)(6) 2017 discrepant information: device use issue occurred (B)(6) 2017 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.282 kg/sqm. [Biopsy endometrium] on (B)(6) 2018: h pathology returning a proliferative endometrium with no evidence of hyperplasia or malignancy [hysterosalpingogram] on (B)(6) 2017: fl hysterosalpingography indication: follow-up essure coil placement findings: on the scout image, two essure coils are identified in the left hemipelvis. The uterine cavity has a normal contour. Multiple round mobile filling defects are noted consistent with air bubbles. There are two essure coils present within the left fallopian tube. There is no flow of contrast beyond the coils. The right fallopian tube is patent with free spill of contrast into the peritoneal cavity. No essure coils are noted within the right fallopian tube. Impression 1. Two essure coils are present within the left fallopian tube. The left fallopian tube is satisfactorily occluded. 2. Patent right fallopian tube. [Pathology test] on (B)(6) 2018: specimens a uterus & cervix with fallopian tube(s) clinical information submucous leiomyoma of uterus final diagnosis a. Uterus and fallopian tubes, laparoscopic hysterectomy (182 g) and bilateral salpingectomy: cervix: no histopathologic alterations. Endometrium: proliferative endometrium with no evidence of hyperplasia or malignancy. Small endometrial polyp. Myometrium: adenomyosis and intramural leiomyomas. Serosa: no histopathologic alterations. Bilateral fallopian tubes: benign paratubal cysts. Additional findings: essure coil. Gross description only. Gross description: an essure coil is identified in the left posterior myometrium (1 cm in length), extending into the left fallopian tube stump (possibly 2 coils in the fallopian tube lumen). [Ultrasound pelvis] on (B)(6) 2017: indication: abdominal pain rlq, leukocytosis impression: 1. Negative CT for acute abnormality. Normal appendix. 2. Interval placement of a left essure wire. No right essure wire is present [ultrasound scan] on (B)(6) 2018: showed a complex cyst of the left ovary 111 suspicious for corpus luteum, nonspecific heterogeneity of the anterior uterine wall may represent uterine fibroids or adenomyosis and a small amount of endometrial fluid concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device and device dislocation cs000xh manufacture date: 2015-09 expiration date: 2018-05, e36582 manufacture date: 2015-10 expiration date: 2018-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.